Event description:
Doctor reported that mount fractured at the hexagonal part, implant could be placed. Tooth site 33.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided, additional device information unknown / not provided, email address unknown / not provided.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date information . G3: date received by manufacturer. G6: type of report. H1: type of reportable event . H2: follow up type . H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. The mount for a tapered screw vent implant (tsvt4b11) was returned for investigation. Visual evaluation of the as returned product identified that the mount was fractured around the hex.. Device history record (DHR) review for the lot (1252420) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1252420) for similar events (complaint category keywords: fracture: mount) and no other complaint was identified. Therefore, based on the available information, the reported malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.